Event description:
According to the customer contact, on (B)(6) 2026, "my father went to get himself back into the bed, however, the gate was up and he ended up in an awkward position with his rear end/behind caught between the end of the guard rail and the mattress.

Manufacturer narrative:
According to the customer contact, on (B)(6) 2026, "my father went to get himself back into the bed, however, the gate was up and he ended up in an awkward position with his rear end/behind caught between the end of the guard rail and the mattress. It's worth noting the bed frame is an official medline medical bed but the mattress on the bed is not a medline mattress. While stuck in this position, his face was face down on a plastic cover which was on the bed, which caused him to start suffocating. Fortunately, my mother, who is the primary caregiver, heard him call for help and was able to free him and my father was fine and no medical treatment was needed." Customer clarified this is not a quality complaint with the bed, just an incident that occurred. Per the customer, the mattress and the plastic cover are not medline products. The customer contact stated "no serious injury occurred from this incident because my mother got to him in time. He could not move and was stiff as a board. He was having trouble breathing and breathing erratically because his mouth was on the plastic. No medical intervention was required, and no follow-up care was needed." No additional information at this time. There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.